Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Event description:
The consumer reported getting reagent solution with the binaxnow covid-19 antigen self test in their nose. Per the consumer, the patient dipped the swab into the reagent solution and then inserted the swab into their nostrils. Per the consumer, there was no patient harm due to the occurence. Additionally, there was no delay or impact in treatment due to the occurence. The consumer was told to flush the area out with water if irritation persists. Additionally, the consumer was given 1-800-222-1222 to contact if irritation persists.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.